Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose levels. The customer continued to use the pump for insulin therapy.